Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. It was determined that the reported failure to advance appears to be due to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a perforation. A 3.5x16mm graftmaster stent system was advanced toward the perforation and failed to cross due to the anatomy. An unspecified balloon was used to seal the perforation. Subsequent injections showed the perforation was sealed. Ultimately an unspecified drug eluting stent was placed over the area. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.